Event description:
Per report, the chemo bag phaseal access stem (connector) broke upon disengaging injector. Approximately 15 ml (multiple drops) spilled from bag. No chemotherapy exposure/spill on patient and caregiver. Patient removed from the room. Another rn helped in cleaning using the chemo spill kit as per policy and procedure and discarded contaminants appropriately as per policy/procedure.